Event description:
It was reported that during a standard replacement of a pump with a deplete battery that the catheter was replaced. During the surgery no flow of cerebral spinal fluid was found through the catheter. The drug being infused was unknown.

Manufacturer narrative:
Product ID 8709, serial #(B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).